Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead after it was connected to the device during the implant procedure. The rv lead was disconnected from the device and attached to a pacing system analyzer. The noise was no longer observed on the rv lead. The device was explanted and replaced. The noise persisted when the rv lead was connected to the new device. The rv lead was explanted and replaced to resolve the event, and the patient was in stable condition.

Manufacturer narrative:
The reported event of noise and oversensing was not confirmed. As received, a complete lead was returned for analysis. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. A visual and x-ray inspection of the lead revealed no anomalies.